Manufacturer narrative:
The product was received for evaluation on (B)(4) 2012. The complaint can be verified. The menu button does not respond. There are particles of plastic inside the housing of the menu button, and the particles temporarily isolate the area of contact inside the button housing. Due to this problem, the menu button does not respond and is without function.

Event description:
On (B)(6) 2012, it was reported that the check button on the pt's infusion device was not functioning. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and was requested to be returned for product eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.